Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant product: product ID: dtbb1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the attempted left ventricular (lv) lead exhibited no capture in the target vessel. The lead was removed and a different lead was implanted in a larger vessel. No patient complications have been reported as a result of this event.